Manufacturer narrative:
A field service engineer performed an on-site examination of the iolmaster. No deviation in the readings for axial length, keratometry, anterior chamber depth, or white-to-white were found. The healthcare provider made a decision to proceed with the original implantation although the measurement printout showed different od and os k-values and included the remark: "the ker- readings should be checked for plausibility, as there might be pathological changes." The quality of the k-measurement highly depends upon the quality of the tear film, correct fixation and wide open eyes.

Event description:
The health care professional reported the following: the post refractive outcome for an eye cataract surgery with intraocular lens (iol) implantation was od -2.75 diopters. The healthcare professional made a decision to exchange the iol. The iolmaster was used for the original biometry measurements and iol calculations as well as for the second biometry measurements and calculations.